Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a percutaneous coronary intervention in the heavily calcified left anterior descending coronary artery. High pressure balloon dilatation was performed with non-abbott, non-compliant balloons for predilatation. After predilatation, a perforation was noted. The 2.8x19 mm graftmaster stent delivery system (sds) was inserted to treat the perforation, but it was unable to cross the vessel due to the calcified anatomy. A 3.5x16 mm graftmaster sds was inserted, but was unable to cross because of the calcified anatomy. A 3.5x26 mm graftmaster sds was inserted and successfully crossed. The 3.5x26 mm graftmaster stent was deployed and treated the perforation successfully. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the device interacted with the challenging anatomy during advancement resulting in the reported failure to advance. Additionally, the reported treatment appears to be related to the operational circumstances of the procedure as an additional graftmaster stent was deployed and treated the perforation successfully. The noted kinks on the hypotube likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10: changed from no to yes: device available for evaluation. H3: changed from no to yes: device evaluated by manufacturer. H6: method code changed from 4115 to 10. Results code changed from 114 to 3243. Conclusions code changed from 50 to 4307.

Event description:
It was reported that this was a percutaneous coronary intervention in the heavily calcified left anterior descending coronary artery. High pressure balloon dilatation was performed with non-abbott, non-compliant balloons for predilatation. After predilatation, a perforation was noted. The 2.8x19 mm graftmaster stent delivery system was inserted to treat the perforation, but it was unable to cross the vessel due to the calcified anatomy. A 3.5x16 mm graftmaster sds was inserted, but was unable to cross because of the calcified anatomy. A 3.5x26 mm graftmaster sds was inserted and successfully crossed. The 3.5x26 mm graftmaster stent was deployed and treated the perforation successfully. Subsequent to the previously filed report, additional information was received that the shaft of the 2.8x19 mm graftmaster stent delivery system separated outside the patient as a result of the failure to cross. There was resistance met with the guiding catheter during withdrawal and force was applied. No additional information was provided.